Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was explanted from the left (os) eye on (B)(6) 2019 due to an anterior subcapsular cataract. The surgery is reported to have been successful. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
H6 - result code 114 should have been included in supplemental MDR#2. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in contact lens container with clear surgical residue on product. Visual inspection found haptic torn and residue on the lens. Claim#:(B)(4).